Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was damaged and that a portion of the insulin pump broke off at the reservoir tube. The reservoir did not lock in as tightly after this damage. The blood glucose reading was not known, but the customer stated that they were normally around 100 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.